Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that post-implant check, the right atrial (ra) lead exhibited increased capture threshold and decreased sensing upon device interrogation. No changes or interventions were reported. The patient was in stable condition.